Event description:
Event description guidant received information that this transvenous defibrillation lead was an attempted implant. During the procedure, the patient's blood pressure dropped and an echocardiogram revealed a small effusion. The patient stabilized and was sent to the intensive care unit. The implant procedure was not completed.